Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-wave amplitudes and decrease in the pacing lead impedance measurements. No out of range measurement was observed. A fluoroscopy showed slight dislodgement of the lead. Subsequently, the pocket was reopened and the lead was repositioned successfully. The lead was tested with a pacing system analyzer (psa) and a defibrillation threshold (dft) test was performed with acceptable results. This lead remains in service. No additional adverse patient effects were reported.